Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. It comprises of the findings of the field service engineer (fse) who was dispatched to the site, an evaluation of the returned logs and an investigation of the returned parts. The fse confirmed that the pre-use check safety valve test failed. The fse replaced the pull magnet and the monitor printed circuit board (pcb). The ventilator passed all functional tests and it was returned to service. The evaluation of received device logs confirms failed safety valve tests the reported date of event and failures of both the safety valve and flow transducer tests during service repair. The safety valve failure was a calibration failure at opening pressures. This calibration is done at every pre-use check. A visual inspection of the returned parts showed no anomalies except that the shaft on the pull magnet protruded a millimeter above its pressure plate. This should have no impact. The shaft slid easily and electrical measurements on the pull magnet were approved. The returned parts were separately tested in reference ventilators. The returned monitor pcb passed four pre-use checks and simulated use test ventilation ran for seven days without any deficiency noted. The pull magnet passed four pre-use checks and multiple separate safety valve and pressure transducer tests. Simulated use test ventilation ran for 12 days without any deficiency noted. The conclusion is that the reported safety valve test failures were confirmed in received device logs but not during laboratory tests. The returned monitor pcb and pull magnet worked according to their specifications during the investigation. The reported safety valve test failure was most probably due to the pull magnet but the cause has not be determined.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).